Event description:
The manufacturer was contacted in reference to a rep dreamstation auto CPAP. The patient reported kidney disease. In addition, the patient also alleged eye irritation, and nose irritation. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.